Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was opened from the packaging in error during the implant procedure. The device was returned to boston scientific crm. Routine analysis identified a possible premature battery depletion condition. The device was subjected to detailed testing to identify root cause.